Event description:
The consumer reported that while performing the binaxnow covid-19 home test on (B)(6) 2021, the reagent solution came into contact with the eye. The consumer flushed the eye several times. The consumer contacted technical services (ts) for further guidance. Ts asked questions to clarify if there were any further adverse effects to the eye. The consumer confirmed that they were not experiencing any further adverse effects to the eye, such as redness or burning. The consumer stated that they do not plan to see a healthcare provider for this reported event.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Technical service provided the safety data sheet to the customer and no further action is required. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.